Event description:
It was reported that the zimmer ats 2000 shuts off when inflated without giving alarm warning. Add'l clinical f/u with the hosp indicated that the event occurred during biomedical scheduled maintenance for the unit. Biomed stated the cuff pressurized appropriately during test but deflated when the unit was turned off, without having followed the proper deflate process. The unit was not in pt use.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 14 yrs old and has been returned for repair previously on 02/24/2000. The inspection found the unit was able to shut down with the cuff inflated. The version of software that was installed on the device allowed the unit to be shut down while the cuff was inflated. The cause of the reported issue is most likely due to outdated software. The software was updated to the current version, which does not allow the device to be shut down while the cuff is inflated. Performance testing of the device identified that the unit failed a leak test on the main cuff, by dropping below 440 mmhg. The power supply, battery, manifold, cpu, valve and hardware were replaced. Visual inspection of the manifold determined that it was corroded due to fluid ingress into the device. The corroded manifold was the likely cause of the leak and the reported observation by the user that the cuff deflated after the device was shut down. The device was serviced, recalibrated and returned to the customer.